Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2023 was used as estimate.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the cylinder was placed upside down. No additional information was reported.